Event description:
Boston scientific received information that this chronic left ventricular (lv) lead dispalyed pace impedances over 2000 ohms and was found to be fractured by x-ray. As a result the patient had a procedure to cap the lv lead and successfully implant an epicardial lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.